Event description:
This is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to 3006186389-2014-00059 for the description of the first report. It was reported that a patient experienced discomfort after first wearing the lenses. The patient discontinued lens wear for some time and experienced discomfort upon resuming lens wear. The patient sought medical attention on (B)(6) 2014 and was diagnosed with keratitis of the left eye, large area of ulceration, right eye dryness and decreased vision. Additional information received on (B)(6) 2014 indicated that the consumer purchased the lens on (B)(6) 2014. The patient visited the doctor on (B)(6) 2014 and was diagnosed to have conjunctivitis, corneal xerosis and keratitis via slit-lamp examination and fundus examination. The patient was prescribed jinlianhua dispersible tablets, oral, bid, 3 tablets/time (traditional (B)(4) medicine) for 7 days; 5% ganciclovir ophthalmic gel, for left eye, 4 times/day, 0.02 g/time, for 14 days; 5% recombinant human epidermal growth factor (rhegf) eye drops for left eye, tid, 0.02 ml/time, for 14 days; lomefloxacin hydrochloride eye ophthalmic gel for left eye, qn, 0.02 g/time, for 14 days; 0.5% levofloxacin eye drops for both eyes, 4 times/day, 0.02 ml/time, for 14 days. The patient returned to the doctor on (B)(6) 2014 and after the slit-lamp examination and the fundus examination, the patient was prescribed 0.03% sodium hyaluronate eye drops, for both eyes, tid, 0.02 ml/time, for 7 days; deproteinized calf-blood extract eye gel, for both eyes, tid, 0.02 g/time, for 7 days; 5% recombinant human epidermal growth factor eye drops for both eyes, tid, 0.02 ml/time, for 7 days; 0.5% levofloxacin eye drops for both eyes, 4 times/day, 0.02 ml/time, for 7 days again. The patient has resumed lens wear. The event has not resolved and the patient had a follow up appointment scheduled for (B)(6) 2014. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The lot number is known and the sample was not yet made available for analysis. The device history record and sterilization record and investigation for this lot are in progress. Upon completion of the investigation, a follow-up medwatch will be filed. (B)(4). MFR report #3006186389-2014-00064.